Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What tissue layer was the suture used on? What was the condition of the tissue (healthy, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was there any patient event (fall, strain, bending) prior to the ¿dehiscence¿?. Can you describe the appearance of the suture during the second procedure? Was the suture broken, if so, where along the strand was the breakage? What are the patient age, weight and bmi? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6)2017 and the suture was used. Four days after the procedure, the suture broke causing dehiscence. There was no significant blood loss. The patient's wound was re-sutured with an unspecified suture. Additional information has been requested.

Manufacturer narrative:
Additional information. Additional information was requested and the following was obtained: what tissue layer was the suture used on? Fascia what was the condition of the tissue (healthy, diseased, weakened)? Healthy how was the suture placed (interrupted or continuous)? Continuous can you describe the appearance of the suture during the second procedure? It looked like it had been cut, no fraying. Was the suture broken, if so, where along the strand was the breakage? Mid-suture line what is the current condition of the patient? Excellent